Manufacturer narrative:
Reporter occupation: other; sales representative. Other serious (important medical events): this is being reported as a serious injury due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, the tip of the polyaxial driver (39-sp-0700) sheared off while implanting a 7.5mm x 45mm reform ha coated polyaxial pedicle screw assembly. Attempts made by the doctor to remove the broken tip from the screw were unsuccessful. The rod and locking caps were successfully assembled to complete the procedure. There was no delay to the procedure reported.